Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Device received with front cover scratched and nicked, pcb had a missing led, quick connect was corroded, enclosure had a crack under the quick connect, pole clamp was discolored. After visual inspection, put water in water tank, attached disposable temp check and turned-on power for functional testing. The customer's indicated failure for leaking was confirmed. The root cause was the worn water tank cover gasket and crack in the enclosure. Replaced enclosure, water tank cover, quick connect, pole clamp, pcb, membrane switch, front cover, plate clip, reflux plug and labels. Performed pm and calibrated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit was leaking during testing and failed the overtemperature test. There was no patient involvement and no harm/adverse event reported.